Manufacturer narrative:
(B)(4) ¿urinary problems; undefined recurrence. Additional narrative: it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. It was reported that the patient had a concurrent procedure of an anterior colporrhaphy and cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. No additional information was provided.

Event description:
It was reported the patient underwent a gynecological procedure on (B)(6) 2011 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.